Event description:
It was reported that the autopulse resuscitation system would not start compressions upon initialization. It was also reported that the load plate had a screw missing and cracked back cover. There was no reported of a pt injury.

Manufacturer narrative:
The event description the customer reported to the manufacturer did not indicate a potential safety issue. The autopulse unit (s/n (B)(4)) was returned on (B)(4) 2012 to zoll circulation and analyzed. Eval of the returned device indicated that the load plate screws were missing and the front enclosure was damaged. Visual inspection also revealed that the head restraint wire was broken/cut and battery lock was bent. The archive file exhibited numerous of faults "ua7" (discrepancy between load1 and load2 too large), and indicated that a low voltage battery was used during compressions. The customer's initial report of device "would not initialize upon start up" could not be duplicated. The device was run for 15 minutes with a test manikin and 7 minutes with lrtf (large resuscitation test fixture) with no problems found. Load cell1 and load cell2 were determined to be working fine. Device passed functional test. The load plate screw, front enclosure, top cover and battery lock were all replaced.